Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu_ unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported that the reporter had a health care provider (hcp) complain about the difficulty in removing the guidewire from the catheter. The hcp reportedly sheared two catheters in an effort to get the guidewire out. The reporter was unsure of that event date. No further information was provided or known to the reporter. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)